Manufacturer narrative:
See MFR: 3012307300-2017-02267. It was reported that the event occurred sometime "in the past year". The exact date is unknown.

Event description:
It was reported that the site of a cleo® 90 infusion set accidentally "came off" during use. The patient's blood glucose levels were over 600mg/dl at highest at the time of the event. The patient had trace amounts of ketones. A healthcare provider did not identify the ketone level as being life threatening or dangerous. To address the high blood glucose levels, the patient corrected via pump and took a manual insulin injection. The patient was able to change the site and successfully resume insulin. No permanent injury was reported.